Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-02906.

Event description:
It was reported that during a revision hip procedure, the liner component was incorrectly labeled. This caused the liner to not mate with the osseoti cup. This malfunction caused a delay in surgery of two hours. The components being revised were not zimmer biomet devices. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspections of the liners found multiple forms of damage. The lot number etched on the liner did not match the one on the label because it is the subcomponent lot number, not the lot of the finished unit, and was conforming to the subcomponent manufacturing print. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. Event was reported under MFR 0001825034-2017-02906.